Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation (a fib) procedure, a farawave catheter was selected. After mapping the left atrium, the physician removed the grid catheter and aspirated the sheath. Upon inserting the farawave catheter and attempting to aspirate the sheath, numerous small microbubbles were observed coming from the distal tip of the farawave catheter where the wire exits. The farawave catheter was removed, reflushed, and reinserted, but the same issue persisted. The catheter was then replaced, and no further issues were encountered. The procedure was completed successfully without any patient complications. No abnormalities noted during preparation or use of the sheath. No air was seen in the patient. The device is not expected to be returned due to disposal.